Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a box change procedure as the device battery was at end of life (eol). It was considered a normal battery replacement. During the procedure, the physician wanted to set the device to vvi 30 so that it would no longer stimulate the patient. However, it was noted the device continued to stimulate in response to the atrial signal despite the reprogramming. A new device was successfully implanted, and the explanted crt-d will be returned for analysis. No adverse patient effects were reported.